Manufacturer narrative:
B5 describe event or problem ¿ correction h2 type of follow up ¿ correction d2b - procode - correction¿

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.